Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The on/off buttons, basic/0 buttons doesn't work was verified. The cause was determined to be a broken front case caused by external influence and failing keypad assembly, both were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump on/off buttons, basic/0 buttons doesn't work.. There was no patient involvement. No additional information is available.